Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by the field, this was a mechanical thrombectomy of a stroke to the right internal carotid artery (rica) terminus with a difficult tortuous anatomy. Approach was made to the right femoral access via an 8fr sheath- vecta 74 through a lnfinityplus long guide sheath with wire up to rica terminus clot. An embotrap iii 5 mm x 37 mm revascularization device (et309537, 23k044av) and a 132cm cereglide 71 catheter (nic71132u, 31232322) were advanced with a microcatheter and wire through infinity plus deployed in rm2 area of clot. Retrieval under mechanical aspiration and removed. Inferior division was open superior division was not. As devices were being prepared for next pass, stent would not resheath correctly and damage was seen at proximal end of device, cereglide 71 had kinked also. A red 62 aspiration catheter and trevo stent retriever were opened and used opening rm2 superior division and procedure was over resulting with a tici 2b result. The patient doing well on 05-apr-2024. Initially, 1st pass aspiration attempt -withdrawal and vecta 74 removed some improvement but now with occlusion. 2nd pass vecta 74 advanced with wire and through long guide sheath 2nd pass and withdrawn under mechanical aspiration pump. Opened more but now right segment m1/m2 occlusion. Upon removal vecta 74 kinked and set aside. Additional event information received on 22-apr-2024 indicated that the embotrap did not fracture, separated into two pieces or detached from the wire. The embotrap was kinked by pulling through kinked cereglide71. No additional intervention was required due to the damage. No excessive force was applied to the devices. There was no patient injury as a result of the device damages and the devices were not torqued or rotated during advancement. There was no difficulty withdrawing the embotrap. It was noted that kinks were seen during re- loading to make another attempt. There were no procedural delays due to the event. A prowler select microcatheter was used. The examination under magnification of the returned embotrap device showed evidence of damage and deformation to the proximal struts of the outer cage and inner channel components. Minor deformation of the distal coil was also evident. The visual inspection indicates that the returned embotrap device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. The returned embotrap device was successfully passed through a 0.0195¿ ID tube, confirming that the profile conformed to the specification for compatibility with 0.021¿ microcatheters. The ptfe insertion tool was visually and dimensionally inspected. No damage was observed, and it was confirmed to be within specification for the inner and outer diameter. It was reported in the complaint event that the embotrap ¿would not re-sheath correctly and damage was seen at proximal end of device¿. It was also reported that the physician stated that the embotrap damage was possibly caused by pulling the stent through the kinked cereglide 71. Resistance was noted when attempting to re-sheath the returned embotrap device into the returned insertion tool. Therefore, the complaint event was confirmed. In attempt to recreate the reported event, device insertion and withdrawal assessments were performed using a sample embotrap device and a sample embovac that was kinked for the purpose of the assessment. This assessment demonstrated that a kinked intermediate catheter can potentially result in damage to the struts of an embotrap device. Whilst the complaint event can be confirmed, the root cause could not be determined. There is no indication that this complaint was a result of a defect or malfunction of the embotrap device. A review of the manufacturing documentation associated with lot 23k044av presented no issues during the manufacturing or inspection process that can be related to the reported complaint. A device insertion and delivery assessment was performed using the returned embotrap ii device and a sample trevo trak 21 microcatheter. The returned embotrap ii was successfully inserted and delivered to the distal tip of the sample microcatheter. Despite the kink on the shaft of the returned embotrap ii device, functional testing on the returned unit demonstrated that the device could be successfully inserted and delivered through the sample microcatheter. Therefore, the complaint event is not confirmed. The kink on the shaft of the returned embotrap ii is not likely the cause of the impediment in the microcatheter experienced by the physician but might be the result of advancement of the embotrap ii against an obstruction/kink/collapse of the microcatheter. As the microcatheter used in the procedure was not returned, further examination to determine possible/contributing cause was not possible. The root cause of the failure to advance the embotrap ii device through the entire microcatheter could not be determined. There is no indication that this complaint was a result of a defect or malfunction of the embotrap ii device. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Additional event information received on (B)(6) 2024 indicated that the embotrap did not fracture, separated into two pieces or detached from the wire. The embotrap was kinked by pulling through kinked cereglide71. No additional intervention was required due to the damage. No excessive force was applied to the devices. There was no patient injury as a result of the device damages and the devices were not torqued or rotated during advancement. There was no difficulty withdrawing the embotrap. It was noted that kinks were seen during re- loading to make another attempt. There were no procedural delays due to the event. A prowler select microcatheter was used. Based on the additional event information received on (B)(6) 2024, section 6. Medical device problem code has been updated with ¿material twist¿ / bent (a040609). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, this was a mechanical thrombectomy of a stroke to the right internal carotid artery (rica) terminus with a difficult tortuous anatomy. Approach was made to the right femoral access via an 8fr sheath- vecta 74 through a lnfinityplus long guide sheath with wire up to rica terminus clot. An embotrap iii 5 mm x 37 mm revascularization device (et309537, 23k044av) and a 132cm cereglide 71 catheter (nic71132u, 31232322) were advanced with a microcatheter and wire through infinity plus deployed in rm2 area of clot. Retrieval under mechanical aspiration and removed. Inferior division was open superior division was not. As devices were being prepared for next pass, stent would not resheath correctly and damage was seen at proximal end of device, cereglide 71 had kinked also. A red 62 aspiration catheter and trevo stent retriever were opened and used opening rm2 superior division and procedure was over resulting with a tici 2b result. The patient doing well on (B)(6) 2024. Initially, 1st pass aspiration attempt -withdrawal and vecta 74 removed some improvement but now with occlusion. 2nd pass vecta 74 advanced with wire and through long guide sheath 2nd pass and withdrawn under mechanical aspiration pump. Opened more but now right segment m1/m2 occlusion. Upon removal vecta 74 kinked and set aside.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.